Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampon fell apart during removal. She was able to remove the tampon pieces. She experienced internal yeast infection and irritation with vaginal pain but did not seek medical attention. She treated the infections with over the counter medicine.